Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 75 mg/dl. The customer stated that they had a battery out limit on their pump and has issues with the act button not responding on the key pad of the insulin pump. The customer was assisted with the issue until the line drooped and phone was disconnected with the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.